Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. The patient's father indicated the patient had a baclofen pump "done" 12 years ago, but they were not sure. The patient was experiencing pain, and thought it may be from the pump. The patient was currently at the hospital. Further complications were not reported.